Manufacturer narrative:
Three opened/used reservoirs were inspected. Pre-filled test was performed and reservoirs passed per specification, no air bubbles were observed. O-ring was checked for defects and none were noticed.

Event description:
Customer's father reported via phone call indicating excessive air bubbles with three out of four boxes of reservoirs. Customer's blood glucose was 600 mg/dl. Customer went to the hospital on (B)(6), 2015 due to high blood glucose. Caller was advised that reservoir and infusion sets would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.